Manufacturer narrative:
Product event summary: analysis confirmed the reported event, calibration sensitivity at 20 millivolts (mv) was out of specification, as a result the device was re-calibrated. It was also noted that the battery contacts were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer (be) was performing functional testing of the external pulse generator (epg) and was not able to measure the sensitivity at a certain setting. The be indicated that there was the need to "back off" the stop "tick" on the dial before a measurement can be taken. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the biomedical engineer was performing functional testing of the external pulse generator (epg), the sens itivity was unable to be measured at a certain setting, before switching to async mode. The biomed indicated that there was the need to "back off" the stop "tick" on the dial before a measurement could be taken. The epg was returned for repair. There was no patient involvement.